Event description:
It was reported that a 68-year-old patient received a biozorb (f0304) placement on (B)(6) 2019 during a lumpectomy due to results from a biopsy on (B)(6) 2019 that revealed idc, invasive lobular/multifocal. Patient received cefazolin pre-surgery. Patient received radiation therapy from on (B)(6) 2019 up until on (B)(6) 2019. Later it was reported that the patient started experiencing pain in her breast and her area became red during radiation treatments. Biozorb was removed in office as it was eroding through the skin on (B)(6) 2019.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.